Manufacturer narrative:
After further review it was determined that event was only a work order for preventive maintenance and no malfunction was reported with the unit. Hence the record is being cancelled and no follow up report is necessary.

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had an maintenance issue unspecified. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.